Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against left device. Health care professional later called and confirmed left deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening shell assessed, as to unidentified (tear) opening. Shell thickness within specification). Broken plug strap assessed, as to unidentified (tear) opening. Additional observations: crease fold observed, in the device of the shell. Observed, non penetrating nicks.

Event description:
Patient reported, "deflation" against left device. Healthcare professional later reported, and confirmed left deflation. The device has been explanted and replaced.